Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for blood glucose levels over 600 mg/dl. Prior to the event, the customer had experienced fatigue and weight loss. Troubleshooting was performed, and found multiple motor error alarms. Advised that the insulin pump would be replaced. Nothing further was reported.